Manufacturer narrative:
The reason for this revision surgery was to remedy a failed competitor's cup; the joint contained a djo surgical head and stem. The outcome attributed to this event is required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number: (B)(4) due to dislocation, (B)(4) for instability, (B)(4) due to a packaging contamination as the result of flooding, (B)(4) due to device loosening, and (B)(4) revision for leg length. This is the first complaint for this lot number. The root cause for the cup slipping was not determined with confidence. It is not recommended to implant and combine components with another manufacturer's products. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the cup slipped out of the acetabulum; the cup was from another supplier.